Event description:
A customer contacted beckman coulter (bec) regarding false low chloride (cl) results generated by their unicel dxc 600i synchron access clinical system. Results were reported outside of the laboratory and when a physician questioned the results, the system was recalibrated and samples were rerun and amended reports were issued. The customer stated 27 results were amended, but provided data only from 25 samples. Out of the 25, bec review showed that the differences in results for 4 samples were within assay precision claims and not erroneous.

Manufacturer narrative:
Qc prior to and after the event was within laboratory's established ranges. A field service engineer (fse) went on-site and observed a cracked co2 membrane clamp. Fse replaced the clamp, cleaned the flowcell and replaced the cl electrode tip. The repairs performed by the fse resolved the issue. A clear cause for this event could not be determined. Based upon the calibration data, cleaning the flowcell was most likely the action that resolved the issue.